Event description:
On 11/14/2024, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak anchor (lot: 15324931), when opened from the packaging, the fibertak anchor may have been frayed and, when inserted it ripped right through after pulling sutures when inserted and bunched up and did not lock through. All sutures and anchor were removed from the patient. Then, another ar-3740sp double loaded knotless knee fibertak anchor (lot:15316596) was inserted, and it was noticed that only one link was present after insertion and the other had no link/loop (photo of allegation attached). The implant was left in the patient, and the case was completed using another of the same product from a different lot. The case was delayed under 15 minutes. This was discovered during an iliotibial tendonitis procedure on 11/14/2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.